Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the no image was the charge-coupled device was damaged by application of physical stress to insertion section during user handling of the device. The event can be detected/prevented by following the instructions for use which state: ¿do not strike, hit, or drop the distal end of the endoscope, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the distal end of the endoscope, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis exera iii bronchovideoscope had no image after plugging the device in. The reported issue occurred during preparation of use for an unknown diagnostic procedure. The procedure was subsequently completed with a similar device. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the image disappears during angulation in the up and down directions. This finding is due to damage on the charge-coupled device unit and breakage of the image sensor. Upon further inspection, it was observed that the light guide lens had a scratch due to a handling problem. Lastly, it was observed that the connecting tube had a dent due to physical stress. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.